Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss and vomiting are addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B)(4) 2000, clinical study, 299 pts total)."

Event description:
Pt reported an alleged port leak and inadequate weight loss. The pt stated that the alleged leak was first noted when the pt was "not losing any weight". F/u with the surgeon's office and the hospital is in progress. The serial number of the device and the return of the product for analysis have been requested; however, neither has been received at this time.